Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the in-stent restenosis of the previously placed 3.00x8mm promus element stent was also treated with placement of drug eluting stent.

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred and the patient experienced myocardial infarction. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification: iib) and was subsequently referred for cardiac catheterization which revealed two target lesions. The first target lesion was an 80% stenosed, de novo lesion located in the proximal left anterior descending artery (lad) that was 6mm long with a reference vessel diameter of 3.00mm. The first target lesion was treated with direct stent placement using a 3.00x8mm promus element ¿ drug eluting stent with 10% residual stenosis. The second target lesion was an 80% stenosed, de novo lesion that was located in the distal left circumflex artery (lcx) that was 16mm long with a reference vessel diameter of 2.25mm. The second target lesion was treated with predilatation and placement of a 2.25x20mm promus element ¿ stent with 10% residual stenosis. On the same day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with recurring chest pain and ischemic symptoms were also observed. Cardiac enzymes were not drawn. The patient's ECG revealed mi-q wave with st segment elevation and an event of myocardial infarction (mi) was reported by the site and the patient was hospitalized on the same day. The focal in-stent restenosis noted in the previously placed stent in mid lad was treated with balloon angioplasty with 0% residual stenosis. Medication was given to treat the event. Four days post hospitalization, the event was considered to be resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).